Manufacturer narrative:
For the investigation the logile was analysed. It was found that the ventilation unit performed a warmstart on (B)(6) 2020 at 5:26 pm. As a software task was not completed within a specified time, the safety software requested a reboot of the ventilation unit. Furthermore the cockpit c500 posted the alarm message «device failure (3) » at the same time as a result of a communication problem between c500 and v500. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit is triggered. In the event that the device stops ventilation, the emergency-breathing valve opens to ambient allowing for spontaneous breathing. Audible alarms are posted to inform the user about the problem. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The ventilation was automatically continued with the latest settings after the warm start had been completed. As per log file the accompanying alarm message «ventilation unit restarted» was posted by the cockpit infinity c500. This reboot is a specified behavior to reset the micro processing system to a specified state. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the unit had restarted. The unit was removed from the patient. There was no injury reported.

Manufacturer narrative:
The investigation was just started. The result will be provided in a follow-up report.

Event description:
It was reported during use that the unit had restarted. The unit was removed from the patient. There was no injury reported. .